Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No sample was available for evaluation. Root cause could not be determined due to unavailable sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that no fluid was visible in any part of the return tubing during priming. There was no patient involved. There was no injury or medical intervention reported.